Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device experienced a restart/malfunction while in use, prompting the care team to use a backup ilet, and blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no hospitalization, and continued therapy with a replacement device while the original was slated for return. Investigation included a request for device return for analysis and review of device performance history. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.